Event description:
The customer observed erratic alinity I ca 19-9xr for one patient. The following results were provided: sid (B)(6), initial ca 19-9 result > 1200 u/ml and >1200 u/ml; repeat result (1:2 dilution) = (B)(6) u/ml; results provided with unknown dilution= (B)(6) additional data provided: cea= (B)(6) the customer could not determine which results were correct, but reported that the ca-19-9 for this patient has been increasing in recent months (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 8p32-20/30 that has a similar product distributed in the us, list number 8p32-21/31. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed erratic alinity I ca 19-9xr for one patient. The following results were provided: sid (B)(6), initial ca 19-9 result > 1200 u/ml and >1200 u/ml; repeat result (1:2 dilution) = 2242.41 u/ml; repeat results (1:10 dilution) = 745.68 u/ml and 1355.64 u/ml; results provided with unknown dilution= 1,520.14 u/ml and 1,028.17 u/ml. Additional data provided: cea= 6.16 ng/ml. The customer could not determine which results were correct but reported that the ca-19-9 for this patient has been increasing in recent months (150 u/ml, 500 u/ml, 530 u/ml, 773 u/ml, 1043 u/ml). Update: additional results were provided on 29aug2024. Testing from an outside laboratory result (eclia ca 19-9 technique)= 4755 iu/ml. Another sample was collected on (B)(6) 2024, results= 1400 u/ml and 2600 u/ml. Update: reference ranges were added on 03sept2024. Ca19.9 normal range <37 u/ml. Cea normal range <5 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
Additional patient results were included in section b5 - describe event or problem. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 62084fp00. A review of tracking and trending did identify trends, however, further investigation which includes product performance testing and/or review did not identify a product issue. Device history record review did not identify any potential non-conformances, nonconformances or deviations associated with the likely cause lot 62084fp00 and complaint issue. The overall performance of the alinity I ca 19-9xr assay was reviewed using field data from customers worldwide. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 62084fp00 is within the established control limits. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I ca 19-9xr assay lot 62084fp00 was identified.

Manufacturer narrative:
Update to section b3 - date of event: corrected from 7/28/2024 to 7/29/2024.

Event description:
The customer observed erratic alinity I ca 19-9xr for one patient. The following results were provided: sid(B)(6), initial ca 19-9 result > 1200 u/ml and >1200 u/ml; repeat result (1:2 dilution) = 2242.41 u/ml; repeat results (1:10 dilution) = 745.68 u/ml and 1355.64 u/ml; results provided with unknown dilution= 1,520.14 u/ml and 1,028.17 u/ml additional data provided: cea= 6.16 ng/ml the customer could not determine which results were correct but reported that the ca-19-9 for this patient has been increasing in recent months (150 u/ml, 500 u/ml, 530 u/ml, 773 u/ml, 1043 u/ml). Update: additional results were provided on (B)(6)2024. Testing from an outside laboratory result (eclia ca 19-9 technique) = 4755 iu/ml another sample was collected on (B)(6) 2024, results= 1400 u/ml and 2600 u/ml update: reference ranges were added on(B)(6) 2024 ca19.9 normal range <37 u/ml. Cea normal range <5 ng/ml . There was no impact to patient management reported.